Manufacturer narrative:
The technician found the brake detent was broken. The technician replaced the brake detent assembly to resolve the issue.

Event description:
The account alleged that the brake casters are not releasing. No pt impact.